Manufacturer narrative:
Product analysis: a microscopic review of the bone screw show heavy witness marks on one side and little to no witness marks on the other side. There is an indication that the rod was angulated in the bone screw head. There are faint witness marks of the rod on installation but no signs of failure. The rods being angulated in the head of the bone screw could lead to the screw backing out over time. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: minimally invasive spinal transforaminal lumbar interbody fusion (tlif) pre-operative diagnosis: neurological symptom it was reported that post-op, screw was loose. Revision surgery was performed due to screw loosing. The product came in contact with the patient. There were no complications as a result of this event.